Event description:
The customer reported obtaining one (1) erroneously low modular blood urea nitrogen (bunm) patient result of 5 mg/dl which was flagged with a temperature error on the unicel dxc 800 synchron system. Subsequent repeat of the patient sample on an alternate analyzer recovered a higher result of 10 mg/dl. The customer did not report the low result out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer also reported noticing an increase in the instrument's bunm cup temperature with a reading of over 40°c at the time of the event. The customer stated that quality control (qc) for bunm are only run once a day during the morning shift and had passed specifications. The customer was working on the night shift from 12 am to 8 am and indicated that the bunm cup temperature was fluctuating.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered that the bunm cup temperature was reading at 45°c and proceeded to replace the controller board and adjust the temperature to 37°c. The fse verified repair per established procedures and results met published specifications. The fse noted that this event was isolated to the bunm channel. Results: failure mode of the event is attributed to the controller board.